Event description:
Contact reports that two screws were explanted due to device breakage. Reports patient had pedicle subtraction osteotomy for sagittal plane imbalance. Patient has an extremely high pelvic incidence. Despite creating lordosis, her c7 plumb remains anterior to sacral creating a mechanical disadvantage for 8mm iliac bolt. Two screws broken in sit. Reports shaft of screw was left in patient. See mfg medwatch report no. 1526439-2012-00205 for the other screw that was involved in this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Visual examination at the macroscopic level revealed the screw broke at the shank approximately 15-20mm below the screw head. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the samples. The fractured surfaces on the shank exhibited smooth and grainy/rough regions, which are also indicative of fatigue failure. The existence of two surface morphologies implies that the fractures first propagated and then full failure/breakage took place, presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. No other complaints have been reported for the production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.